Manufacturer narrative:
This event occurred in (B)(6). The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results for 2 patients from coaguchek pro ii meter serial number (B)(4) compared to a laboratory result using a neoplastin reagent. Patient a: the meter result was 5.0 inr. The laboratory result was 3.2 inr and was tested within 45 minutes of the meter result. The patient's therapeutic range is 2.5 - 3.5 inr. Patient b: on (B)(6) 2020, the meter result was 3.6 inr. The laboratory result was 2.7 inr and was tested within 30 minutes of the meter result. The patient's therapeutic range is 2.0 - 3.0 inr.

Manufacturer narrative:
The reporter's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d9 and h3 have been updated.